Event description:
It was reported that the customer performed a back to back blood glucose test. Results were 100 mg/dl and 276mg/dl. The customer stated they did not have hyper or hypoglycemic symptoms. No treatment or medication was taken or given. Controls were used on the device, but they were expired and customer stated results fell out of low range. A request was made for the return of the suspect device and replacement product was sent.